Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right atrial (ra) lead had far field r-wave (ffrw) oversensing and the right ventricular (rv) lead had high thresholds. Both leads are still in use and the patient was admitted to the hospital. No patient complications have been reported as a result of this event.